Manufacturer narrative:
Reporter's phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The root cause for the oxidized parts was due to lack of lubrication and incorrect cleaning, which was further classified as improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device seized, moved heavily, was jammed and was not functioning. It was also observed that the trigger was locking, the rotor was locked out and dry, and oxidized parts were detected. It was further determined that the device failed pretest for check starting behavior, check the power with test bench: min. 110 to 160 w, check for excessive noise, check for untrue running, check triggers for fwd / rev mode, check function of soft mode switch (safety system) and check for air leak. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.